Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally there is no allegation of deficiency against any fresenius products and the event. The potential causal event of the peritonitis is unknown. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who developed peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. A peritoneal effluent culture was performed with results negative. The patient was treated with fortaz (1g, intraperitoneal (ip), for three weeks) for the peritonitis. On (B)(6) 2017, a repeat culture was performed and showed no growth. The patient was reported to have recovered from the peritonitis event. Peritoneal dialysis therapy was discontinued and the patient has since been transferred to in-center hemodialysis.